Event description:
Complainant alleged that the clinicians were attempting to monitor a patient's (age and gender unknown) heart rhythm, but the display screen went blank. The medics were able to continue monitoring the patient's heart rhythm using the device recorder. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.